Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited 1 questionable beat of loss of capture (loc) on the presenting electrogram (egm). This patient is pacemaker dependent in which this ICD is utilized for pacing only, as this patient has a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) device. Technical services (ts) discussed further evaluation as this patient does have higher outputs programmed. This ICD remains in service. No adverse patient effects were reported.